Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent removal surgery in 2015 and has allegedly "suffered pain, neuropathy, fistula, scarring, and intestinal blockage". No medical records have been provided; however, fistula formation is identified in the adverse reaction section of the instructions-for-use as a possible complication. The actual date of implant is unknown, reported as "2014"; therefore, we are using (B)(6) 2014 as date of implant. Likewise, the actual date of injury is unknown, reported as "2017"; therefore, we are using (B)(6) 2017 as date of event. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: in 2014, the patient was implanted with a bard/davol ventralex mesh for the repair of an incisional hernia. In 2015, the patient underwent removal surgery. As alleged, upon entering the abdominal cavity, the patient's surgeon noted that the bard/davol ventralex mesh had failed and removed part of the mesh. It is alleged that the patient has suffered pain, neuropathy, fistula, scarring, and intestinal blockage and will continue to suffer physical pain from his hernia mesh injury.

Event description:
The following was alleged by the patient's attorney: in 2014, the patient was implanted with a bard/davol ventralex mesh for the repair of an incisional hernia. In 2015, the patient underwent removal surgery. As alleged, upon entering the abdominal cavity, the patient's surgeon noted that the bard/davol ventralex mesh had failed and removed part of the mesh. It is alleged that the patient has suffered pain, neuropathy, fistula, scarring, and intestinal blockage and will continue to suffer physical pain from his hernia mesh injury. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralight st mesh. Per operative notes, ¿the hernia sac was identified and dissected out. A ventralight st mesh was placed and secured¿. (B)(6) 2017 - patient was diagnosed with infection and seroma thereby underwent open repair with removal of mesh. Per operative notes, ¿there was lot of adhesions of omentum up to the abdominal wall and lysed. Excised the infected seroma cavity and sinus tract. Also excised the infected mesh and any mesh left was well incorporated without any evidence of infection¿. Attorney alleged that the patient had abscess, adhesions, infection, seroma, neuropathy, pain, scarring and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent removal surgery in 2015 and has allegedly "suffered pain, neuropathy, fistula, scarring, and intestinal blockage". No medical records have been provided; however, fistula formation is identified in the adverse reaction section of the instructions-for-use as a possible complication. The actual date of implant is unknown, reported as "2014"; therefore, we are using (B)(6) 2014 as date of implant. Likewise, the actual date of injury is unknown, reported as "2017"; therefore, we are using 06/15/2017 as date of event. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event, brand name, product catalog no, date of implant and date of explant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years and 3 months post implant of ventralight st mesh, patient was diagnosed with infection, seroma, adhesions, fibrosis and inflammation thereby underwent removal of mesh. The instructions-for-use supplied with the device list infection, seroma, inflammation and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.